Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer was not ok to troubleshoot. Customer cannot recall blood glucose reading at the time of the incident. Customer current blood glucose reading was 533 mg/dl. Customer was advices to change the reservoir and set per healthcare instruction. Customer was advise to call back if the issue reoccurred. Customer declined to troubleshoot for high blood glucose. Product will not be returning for analysis.